Manufacturer narrative:
Further analysis was performed on the main pcb. Conclusion: confirmed reported active current drain failure but could not isolate the failure mode to component level due to isolation complexity. The excessive current causes the main pcb to also fail battery removal testing. After checking the most likely responsible components for failure with negative result, fault isolation was stopped due to isolation complexity.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was out of electrical specification with missing pixels, one side bail cover was broken and the main printed circuit board (pcb) was out of specification. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.